Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) were completed. Upon evaluation the monitor and electrode belt were found to be fully functional. Electrode belt sn (B)(4) - 12/2008.

Event description:
On (B)(6) 2013, a nurse contacted a zoll territory manager to report that a (B)(6) male patient passed away on (B)(6) 2013. The event began at a skilled nursing facility the patient was transported to a hospital where he later passed away. The patient was wearing the lifevest at the time of death and reportedly passed away after 7pm on (B)(6) 2013. No deficiencies were alleged against the lifevest. Severe bradycardia was detected by the lifevest at 16:43:06 on (B)(6) 2013. Fine ventricular fibrillation was detected at 16:43:23. The lifevest deployed gel at 16:43:47 and delivered a full 150j pulse at 16:43:47. The rhythm post-shock was asystole. No treatment sequence was initiate for asystole, as it is considered a non-treatable rhythm. Transient cardiac activity consistent with chest compressions was detected at 17:10:30. The ECG recording suggests that the patient was externally defibrillated at 17:13:47. The rhythm post-defibrillation was asystole. The lifevest electrode belt was disconnected at 17:13:53.